Event description:
The customer reported that on (B)(6) 2011 the wash concentrate 2 bottle overflowed in the hydropneumatic area of a unicel dxc 600i synchron access clinical system. There was no healthcare worker exposure to uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event.

Manufacturer narrative:
Service was not dispatched for this event. Beckman coulter inc. Customer technical services guided the customer through instrument troubleshooting. The customer was advised to utilize all of the necessary and applicable personal protective equipment when troubleshooting the instrument. The instrument was homed, pressures were verified and the hydropneumatics were assessed and appeared to be functioning properly with no wash concentrate 2 bottle issues. Since the customer performed the instrument stop/home activities there have been no further issues.